Event description:
It was reported that the pt was having trouble recharging her neurostimulator (ins). The ins was found to be over discharged. The pt went through a 60 minute physician mode recharge at the office and once she got home, she was able to get the recharging screen. Then at some point, she needed to do the por (power on reset) again, so she was instructed to do the physician mode recharge at home.